Event description:
Arthrowand was not working during a left knee acl reconstruction; had to open 3 wands per md; all three wasted.======================manufacturer response for arthrowand, arthrowand (per site reporter).======================rep arrived to evaluate equipment and inservice staff of proper use.what was the original intended procedure?to be used for acl reconstruction. Otherwise unknown.device #1is this a laboratory device or laboratory test?no.